Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report a button error alarm. The customer stated that the buttons were not being pressed for more than three minutes. The customer was able to clear the alarm. The customer also reported that she was hospitalized due to low blood glucose levels approximately two years ago. The customer didn't have the date of the event or the blood glucose reading. Nothing further was reported.